Event description:
It was reported that the nurse stated they have a patient on the arctic sun device and were receiving an alarm 113 (reduced water temperature control). The nurse provided s/n dyary040. Confirmed with nurse target temperature was 33c, patient temperature was 33.7c, water temperature was 27.7c, water flow rate was 2.8 lpm. Had nurse access system diagnostics: outlet monitor temperature(t1) was 27.6c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.1c, circulation pump command was 76%, mixing pump command was 100%, system hours 2,348, pump hours 2,255. Informed nurse it appeared the mixing pump was not working. Informed nurse they will need to change the device and send this one to biomed labeled '113 not cooling'. It was confirmed they have another device to swap. Per additional information via email from ibc on 06oct2023, it was stated that the mixing pump head failure. The device was not used on the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a fault mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that a test mixing pump was needed during decontamination to cool. Mixing pump head was replaced. The device went through the pm program. Circulation pump head was replaced. Replaced the heater sn 1610 with sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold. Coin cell was replaced due to age. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a fault mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that a test mixing pump was needed during decontamination to cool. Mixing pump head was replaced. The device went through the pm program. Circulation pump head was replaced. Replaced the heater sn (B)(6) with sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold. Coin cell was replaced due to age. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient on the arctic sun device and were receiving an alarm 113 (reduced water temperature control). The nurse provided s/n (B)(6). Confirmed with nurse target temperature was 33c, patient temperature was 33.7c, water temperature was 27.7c, water flow rate was 2.8 lpm. Had nurse access system diagnostics: outlet monitor temperature(t1) was 27.6c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.1c, circulation pump command was 76%, mixing pump command was 100%, system hours 2,348, pump hours 2,255. Informed nurse it appeared the mixing pump was not working. Informed nurse they will need to change the device and send this one to biomed labeled '113 not cooling'. It was confirmed they have another device to swap. Per additional information via email from ibc on 06oct2023, it was stated that the mixing pump head failure. The device was not used on the patient.

Event description:
It was reported that the nurse stated they have a patient on the arctic sun device and were receiving an alarm 113 (reduced water temperature control). The nurse provided s/n (B)(6). Confirmed with nurse target temperature was 33c, patient temperature was 33.7c, water temperature was 27.7c, water flow rate was 2.8 lpm. Had nurse access system diagnostics: outlet monitor temperature(t1) was 27.6c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.1c, circulation pump command was 76%, mixing pump command was 100%, system hours 2,348, pump hours 2,255. Informed nurse it appeared the mixing pump was not working. Informed nurse they will need to change the device and send this one to biomed labeled '113 not cooling'. It was confirmed they have another device to swap. Per additional information via email from (B)(6) on 06oct2023, it was stated that the mixing pump head failure. The device was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.